Manufacturer narrative:
The lot complaint history was reviewed; this was the second complaint for the finish goods lot and second for this issue. The device history records showed the product was released per specifications. Upon visual inspection it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer's complaint is the occluded drive line which is related to an error during the manufacturing process. An action was opened to determine a root cause and implement appropriate corrective action for complaints of a similar nature. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the aspiration was activated but there was an actuation failure of the probe during a vitrectomy procedure. The procedure was completed after replacing the probe with another one. There was no harm to the patient. The product sample was retained. No additional information is expected.